Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown. The customer was instructed to remove battery for 2 hours. The customer was advised to monitor blood glucose and/or resume injections per doctor during the pump rest. The customer was advised to insert battery after the pump rest and rewind/reprogram the pump. The customer was advised to monitor.